Event description:
It was reported that the pumps high/low blood glucose alert sound was not annunciating. Pump was reset; however, the issue reoccurred. The customers blood glucose level was 192 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.